Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 8.9 mmol/l. Alarm was verified in the device alarms history, along with no delivery alarms. Customer was advised the insulin pump had to be replaced due to motor error alarm and customer need to revert to back up plan. Customer agreed to return the device for further analysis.